Manufacturer narrative:
An attempt to reproduce the reported event using fota app version 1.3.3 installed on iphone 12 mini (os 16.5.1) with mmt-1880 pump (from software version 6.10.4) was conducted and confirmed the issue is not reproduced. Three attempts were performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirements 3551311, 3551323 document (B)(4), version g. After investigating the app logs, we have determined that the fota app meets all requirements, and no issues were found. We have determined that the problem may be associated to the teneo side. The teneo team reached out regarding this problem. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Make sure phone is connected to wifi. 2. Make sure phone is near the pump. 3. Re-install the updater app. 4. Follow the instructions on the app. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved on the customer side. The customer performed a successful pump update. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported while attempting to pair the updater app, was receiving "oop something went wrong". Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue or discontinue to use the device. However, the device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Updated summary; the reported issue is resolved, no escalation is required. The case is non-reportable.